Manufacturer narrative:
UDI: (B)(4). The complaint sample was not returned to codman, therefore, an evaluation of the device could not be performed. Device history records (dhrs) were not able to be reviewed as the number provided is not accurate. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the icp measured with microsensor and the one measured with external drainage were different. The difference range was 10 mmhg (higher was the one measured with external drainage ). Usually the difference was about 2-3 mmhg. There was no delay in surgery but it was stated that there was a patient injury.